Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical and mechanical inspection. The visual inspection showed cuttings in the insulation, which occurred most likely during surgery. Coagulated blood was found in the lumen of the lead. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This system demonstrated loss of capture and intermittent output at the post implant check. The next day the physician repositioned the lead and reconnected it to the device. The system still had intermittent output when the lead was coiled under the device. After several attempts to clean the lead tip and the header and reposition the lead in the header, the physician requested a new device. The new pacemaker, had the same issue, so the physician replaced this lead with, which functioned without issue. Should additional information become available, this file will be updated.